Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device system was tested in clinic with provocative maneuvers and noise was able to be reproduced. The electrode was suspected to be fractured. This patient was then hospitalized and therapy was programmed off until a revision procedure is able to be completed. This device was subsequently explanted and expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory fractured at approximately 123 millimeters from the terminal end. Visual examination identified a crack in the lead extending to the insulation. Analysis has determined that in certain tight bend conditions of the s-ICD lead, highly localized stresses are created that, when exposed to repeated movement, may lead to a fatigue fracture.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing of noise resulting in an inappropriate shock. The device system was tested in clinic with provocative maneuvers and noise was able to be reproduced. The electrode was suspected to be fractured. This patient was then hospitalized and therapy was programmed off until a revision procedure is able to be completed. This device was subsequently explanted and returned for analysis. No additional adverse patient effects were reported.